Event description:
Upon completion of a prostate procedure that occurred in 2006, difficlty occurred when attempting to extract the device from the device from te patient. The specimen inadvertently was ejected from the device and was disbursed through the room. No physical contact with the released specimen occurred. No patient injury or complications from this event. Please refer to MFR report # xxxx which outlines a complaint that occurred on the same date, at the same hospital. The event descriptions are the same and the same physician performed both procedures, but on different patients. Different devices were used on the different patients.

Manufacturer narrative:
The device will not be return to the manufacturer. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.